Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up one day post implant, capture and sensing anomalies were noted on the ventricular lead. An x-ray revealed dislodgment. Upon opening the pocket, the lead exhibited possible clavicular crush. The lead was explanted and replaced. The patient was well during and following the procedure.